Event description:
Upon retraction of the jacket, the contralateral pull wire got caught on the superior frame hooks. It was resolved with the use of a guiding catheter. Difficulty was encountered advancing the contralateral wire. The internal iliac artery was occluded by the graft which was too long. Stents for both contralateral and ipsilateral limbs were deployed. Procedure finished with no further incidents.